Event description:
It was reported that, noise resulting in oversensing causing pacing inhibition was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.